Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# v956858, implanted: (B)(6) 2012, product type: lead. Product ID neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had lost 30 lbs. In (B)(6) 2015 and the implantable neurostimulator (ins) had moved. The poor communication screen was on the patient programmer in (B)(6) 2015. The patient used an antenna and tried with and without the antenna and had no connection. The programmer wouldn't do telemetry with or without the antenna. The patient received a replacement programmer and it showed poor communication like the other one. The patient took the brand new batteries out of the old programmer and put them into the new programmer. The patient did not have access to any other batteries to see if that was causing the poor communication. This did not resolve the issue. The patient was supposed to have an EKG on (B)(6) 2015, but since the programmer didn't work, they couldn't turn stimulation off and they did not do it. The patient did not take the programmer to turn stimulation off during an unrelated surgery on (B)(6) 2015 because it didn't work. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer and health care provider (hcp) reported that the patient notified their managing hcp about the programmer not working at an appointment on (B)(6) 2015. The steps taken to resolve the programmer not working was that they tried to turn off the implant with their antenna and had no results. The patient's battery was noted to be dead at an appointment on (B)(6) 2016. The actions taken to resolve the ins movement and poor communication was a planned replacement of the ins. No movement was determined by the hcp.